Event description:
The manufacturer received information alleging the active exhalation verification test step had failed during preventative maintenance on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was evaluated by a manufacturer service technician. During the evaluation it was noted that the devices active exhalation control module (aecm) valve and solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the device's aecm valve and solenoid valve were replaced to address the issue. The root cause is confirmed at this time.